Event description:
It was reported that a farawave 2.0 nav catheter (31 mm) was selected for use during a pulse field ablation (pfa) procedure; however, it is unclear whether the issue occurred during procedural use or during preparation. The catheter would not accept the guidewire. The device was removed and replaced with a new catheter. The replacement catheter functioned as expected after reinsertion of the wire. Customer inventory replacement was requested. No patient complications were reported. The device is not expected to be returned.

Manufacturer narrative:
D2a: common device name: percutaneous cardiac ablation catheter for treatment of atrial fibrillation with irreversible electroporation; reported here as the common device name exceeded the character limit for designated field.